Manufacturer narrative:
This report is submitted october 11, 2019.

Manufacturer narrative:
The following additional information was received regarding the episode of meningitis: -etiology of deafness - -the patient's hearing loss is congenital, and a cochlear malformation was present in the form of cochlear dysplasia. -the patient has no history of cranial malformations or basilar skull fracture. -there was no previous history of meningitis and a post-operative csf leak was reported. -the patient received pre-implant immunization (pneumovax 13-23) -the patient was administered perioperative antibiotics, a leak/gusher was reported at surgery and managed with a muscle pack over round window -the receiver-stimulator well was drilled into dura. - the meningitis episode did not occur within 30 days of a neurologic procedure; no vp shunts or lumbar drains were utilized at the onset of meningitis. - prior to meningitis, the patient experienced inflammation and ear fullness. -the patient had a prior upper respiratory infection prior to meningitis. -the patients csf cultures were positive for pneumococci. -it was reported the patient had 2 prior episodes of meningitis post-implantation. The patient was hospitalized for a duration of two weeks and successfully treated with IV antibiotics. This report is submitted september 03, 2019.

Manufacturer narrative:
This report is submitted on july 26, 2019.

Event description:
Per the clinic, the patient experienced an episode of meningitis resulting in the decision to explant the device (date not reported). Additional information regarding the episode of meningitis was requested but not made available as of the date of this report.